Event description:
During a coronary drug eluting stenting treatment procedure, an embolization occurred. The physician was placing a taxus express2 3.5x16mm drug coated stent in the proximal obtuse marginal when the stent came off of the balloon and was lodge in the guide catheter. No patient complications occurred. The patient is reported to be in satisfactory condition. Additional information has been requested and has not been available,